Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. A customer reported that an unspecified low scan was received on the sensor compared to a laboratory result of 727mg/dl. The customer experienced symptoms described as "lack of drive, felt restless, and strong feeling of thirst" and was given an increase in insulin as treatment by a healthcare professional due to the diagnosis of hyperglycemia. No further information was reported. There was no report of death or permanent impairment associated with this event. Sensor scan of 120 mg/dl was compared to 700 mg/dl respectively on the hcp meter, when plotted on a parkes error grid fell into the "out of range" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection has been performed and no issues were observed on sensor patch. Data extraction was successful. The sensor was found to be in sensor state 7 with event logs 129,212,141, and 213 and sensor state 8 with event log 213 is an indication that the sensor had terminated due to an error. The observed event logs correspond with a brownout reset which indicates an issue with the power circuitry. Watermark was observed at the base of the sensor tail indicating sensor tail was properly inserted. The sensor was de-cased; however, the returned sensor was damaged during the de-casing. The sensor was placed in the pcba test fixture to perform smu (source measurement unit) testing but, the sensor could not be reprogramed. Further visual inspection was performed on the returned sensor and damage to the pcba, connector was observed; and is unable to be re-soldered/repaired due to the solder pads coming away from the pcba. The observed damage to the pcba prevents communication with the molex connector and prevents functionality testing. Therefore, adc is unable to perform any further testing at this time due to the damage during de-casing. An extended investigation has been performed for the reported complaint. The dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. A customer reported that an unspecified low scan was received on the sensor compared to a laboratory result of 727mg/dl. The customer experienced symptoms described as "lack of drive, felt restless, and strong feeling of thirst" and was given an increase in insulin as treatment by a healthcare professional due to the diagnosis of hyperglycemia. No further information was reported. There was no report of death or permanent impairment associated with this event. Sensor scan of 120 mg/dl was compared to 700 mg/dl respectively on the hcp meter, when plotted on a parkes error grid fell into the "out of range" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.